Event description:
During an af procedure, air was aspirated from the valve. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: b3, g3, h2, h3, h11.